Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed cut silastic over-mold at the fantail region prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a cut electrode wire at the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The device passed all of the electrical tests performed. The residual gas analysis result revealed nitrogen levels above the test limit. This device was explanted for medical reasons. However, this device had nitrogen that exceeded the test limit. Based on an assessment of the residual gas analysis data and the dye penetrant results, it is believed that this device was non-hermetic, and that the root cause of the excessive nitrogen was a leak through the feedthru seals. Due to the presence of moisture getter, no signs of moisture were observed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing swelling around the implant due to device placement. The recipient was hospitalized and treated with IV antibiotics. Revision surgery is scheduled.

Manufacturer narrative:
The recipient was reportedly not hospitalized or treated with IV antibiotics. The recipient only experienced swelling due to device placement.

Manufacturer narrative:
(B)(4). The external visual inspection revealed cut silastic overmold at the fantail region prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a cut electrode wire at the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The device passed all of the electrical tests performed. The residual gas analysis result revealed nitrogen levels above the test limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This device was explanted for medical reasons. The device passed all the electrical tests performed. This is the final report.